Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product showed the lens was cut in half and the optic was torn near one of the haptics. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(6) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(6).

Event description:
The reporter stated the aq2015a silicone three piece lens tore as the surgeon was inserting it. The lens was cut and removed from the eye without any pt injury.